Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. The complaint about the frequent charging issue was not verified. The ipg was charged fully in one cycle from its hibernation state. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The patient's data and the program setting were examined, and no anomalies were found. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient's ipg would not take a charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not take a charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.